Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred. The patient came in for their 45-day follow-up procedure. It was noted at this time that there was a 2-4mm leak around the device. The patient was restarted on anticoagulation medication and discharged from the hospital.